Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getting service territory manager (stm) , the cs300 intra-aortic balloon pump (iabp) fiber optic connections was oxidized from saline contamination and needs to be replaced for patient safety . There was no patient involvement reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit had a saline spill on the lcd and back of the fiber optic module. The fse replaced the fiber optic assembly. The unit passed all functional and safety tests and was given back to customer.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).